Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated no anomalies were found.

Event description:
It was reported that earlier than anticipated battery depletion of a bi-v implantable cardioverter defibrillator (ICD) prompted an I intervention to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: model: 5524m-53, implantable pacing lead, implant: (B)(6) 2004; model: 419488, implantable pacing lead, implant: (B)(6) 2009. (B)(4).